Event description:
The resident used a finder needle to locate the left femoral artery. She passed the first j-wire into the femoral artery, but felt some resistance. The j-wire was removed, and was noted to be bent. A second kit was opened, and the j-wire from the second kit was passed into the femoral artery. The resident felt resistance again, and attempted to remove the j-wire. There was resistance as she attempted to remove the j-wire. In order to remove the j-wire, the needle and j-wire were withdrawn together. Upon inspection, it was noted that the solid inner wire of the j-wire had split, leaving the coiled wire and a section of the solid wire in the pt. The coiled wire was withdrawn carefully. The section of solid wire was also removed. Upon inspection, it appeared that the entire j-wire had been removed.